Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed one battery did not meet specifications and the batteries were being intermittently charged. The battery and power management board were replace and the problem was alleviated. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the battery for the cardiosave intra-aortic balloon pump (iabp) does not work properly. The battery reads fully charged when it is not fully charged. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the battery for the cardiosave intra-aortic balloon pump (iabp) does not work properly. The battery reads fully charged when it is not fully charged. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.